Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time and date was incorrect. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 155 mg/dl.